Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event. A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The ventilator passed the touch screen calibration and operational verification procedure. The device meets manufacturer specifications.

Event description:
The customer reported that the screen on the ventilator was freezing up while the device was in use on a patient. It is unknown at this time if there was any patient harm/injury associated with this issue.